Manufacturer narrative:
The reported complaint of a leak could not be confirmed from the photo received. Without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - device available for evaluation: no.

Event description:
It was reported that, on an unspecified date, a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv clave¿, clamp, rotating luer was found to leak during patient use. It was reported that the extension locks are leaking at the port. There was no patient harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.